Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during use of the mayfield modified skull clamp (a1059) the bow moved and was impossible to unlock. Additional information has been requested.

Event description:
N/a.

Manufacturer narrative:
The mayfield skull clamp (a1059) was returned for evaluation: failure analysis - the reported complaint was confirmed from the evaluation. The swivel lock assembly was sticking and required cleaning and replacement of worn components. Additionally, the helicoil was emerging from the ratchet extension. The swivel lock assembly has been cleaned and overhauled, some worn off small parts have been replaced, and the heli-coil in the extension arm has been replaced. A function test has been carried out. Root cause - complaint is confirmed via inspection of the unit. Probable root cause is routine use and wear of the unit. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.